Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). No product will be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 40 mg/dl on guide meter and 6.5 mmol/l on aviva meter.